Event description:
It was reported that the pt's neurostimulator had been turned off two to three weeks. It was reported that the pt was getting shocking sensations from the device shooting into her feet and legs and felt sensation in her pelvis. It was reported that the pt felt like the device was on, but she had confirmed that the device was turned off. It was reported that the pt's unit would not work with or without her external antenna. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).